Event description:
It was reported that the fiberwire came out; the eyelet split inside patient and was not retrieved. Case completed by second incision for 3.5 mm pushlock. Follow-up with the reporter provided information that a second hole was drilled for the 3.5 mm pushlock used; not a second incision. The initial eyelet from the 4.5 mm pushlock remained unretrieved and unsecured. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but, per the reporter, the disposition of the device is unknown; it will not be returned. The complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.